Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
Patient reports she had an attune knee implanted 10.5 months ago. She has been experiencing pain and had a knee injection (B)(6) 2021 to help with pain and has been referred for additional physical therapy. There is limited information available regarding the actual implants.